Event description:
Additional information reported that the cause of the event was due to the inability to aspirate during the catheter dye study. There was a kink noted at the distal spinal segment. There were multiple dose changes and the daily dose varied greatly. The device was revised and replaced. The patient was hospitalized and the outcome was noted as the patient recovered without sequelae.

Event description:
It was reported that since (B)(6) 2012, the patient experienced intermittent episodes of fever, increased tone and spasticity. It was noted that "they worked the patient up for some medical conditions". A dye study was conducted during which the physician's assistant was unable to render any aspirate. Following the dye study, the patient began oral medication, 30 mg bid (twice per day). However, on the way home from the dye study the patient experienced another episode of extreme spasticity in addition to fever. He could not be positioned in his chair. The patient was admitted to an intensive care unit (ICU), and the oral medication was increased to 30mg tid (three times a day). The patient's condition improved, but the healthcare professional (hcp) was unsure whether the patient's response was baclofen-related; the hcp was unable to find anything else wrong. The patient then had another episode of high fever, but without the tightness. The pump was replaced due to eri of 10 months in addition to the need for an increased reservoir size. Catheter exploration occurred during the pump replacement. Upon opening the spinal incision, some kinking was noted as there was an excess of spinal catheter length tucked under the tissue of which appeared kinked; and when it was stretched out there was still a lot of memory to the catheter. The catheter was checked and found no backflow which confirmed the dye study. Only 0.5 ml of csf/drug could be aspirated upon disconnection of the old pump. The catheter was confirmed as being kinked. Cerebrospinal fluid was noted to have dripped once the proximal and distal catheter segments were disconnected at the pin. The proximal catheter segment was replaced and the excess spinal catheter was trimmed. The patient was started at the same dose, and the patient remained inpatient at the facility. The patient was without injury. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. Catheter: model# 8596, serial# (B)(4), implanted: (B)(6) 2006, explanted: unk. (B)(4). Analysis of the pump revealed no anomaly found.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), explanted: 2012-(B)(6), product type catheter, product ID 8596, serial# (B)(4), explanted: 2012-(B)(6), product type catheter. (B)(4).